Event description:
A cracked and shattered touchscreen was reported, rendering the pump unusable, as the touchscreen was illegible. There was no adverse impact to the customer¿s blood glucose level. Customer support (cts) arranged to send a replacement pump with updated software and provided instructions for returning the damaged pump. The customer agreed to use an alternate method for insulin delivery and was informed about the training available to them online.